Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for lead replacement due to low sensing and increased capture. The lead was successfully replaced. Patient is in stable condition after the procedure.